Event description:
Gyrusacmi was informed that during a therapeutic polypectomy procedure, the users were not able to stop bleeding at the resection site of a very large polyp using the subject device. The users reportedly tried using a second probe, increased the current settings on the electrosurgical device, and then switched electrosurgical generators. A third probe of the same type was said to have been used with the second generator, however, the users were again reportedly unable to stop the bleeding at the site. The patient was subsequently injected with 11cc of epinephrine and the user facility elected to transport the patient to a hospital for observation. The patient was reportedly doing fine following the event.

Manufacturer narrative:
The user facility reported that patient had a "huge" polyp but was not a heavy bleeder. The probe device said to have been used in conjunction with an unspecified olympus colonoscope. The users reported having tested the probe and electrosurgical device prior to the procedure, and heard the device make a sizzling sound when activated in water. Both of the probes used in this procedure were reported to have been discarded by the user facility, and the lot number was not available, however, the user facility indicated that they would be returning the unused devices. If these devices are received, they will be evaluated and this report will be supplemented. The cause of the reported phenomenon could not be conclusively determined. Please refer to MFR report number 8010047-2011-00185 dated (B)(6) 2011 and follow up dated (B)(6) 2011 for original filing that used incorrect manufacturer address.